Event description:
It was reported that the patient implanted with this pacemaker was in cardiac rehabilitation and his heart rate was in the 140s bpm range. It was noted that the maximum tracking rate and maximum sensor rate were 140 bpm, and dddr 80 bpm for the lower rate limit. It was noted that minute ventilation (mv) was programmed on, and it was suspected that hospital equipment electromagnetic interference (emi) had impacted mv operation. Additional information received reported that electrogram (egm) review was requested due to the appearance of asvp, and no atrial pacing. Technical services (ts) explained that bipolar pacing spikes and unipolar pacing spikes did not appear in the same way. Further device evaluation and device interrogation was recommended. Additional information received reported that pacemaker returned for analysis following prophylactic explant and replacement due to advisory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device operated as expected during laboratory analysis and the associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to non-respiratory signals.